Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit ECG cord not working. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue, verified all ECG signals using patient simulator and trainer. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit ECG cord not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.